Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Customer's healthcare provider adjusted pump settings to address bg. At the time of report, bg was 366 mg/dl. Pump system check was performed; no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.